Manufacturer narrative:
This device was used the second time on the date of event (see (B)(4)). After the first ventilation and before starting the second, a power-on self-test (post) was not succesfully performed. The ventilator could not build up control pressure (code 14.1401). Nevertheless, ventilation was started about one hour later. For the investigation the logfile was analysed. It was possible to comprehend the described problem. It was found that during ventilation the device detected a too low (negative) vacuum pressure in the piston and alarmed according to specification for this failure case. The vacuum pressure is used for actuation of the valves that control the ventilation and for keeping the diaphragm of the ventilator in place during piston movement i.e. To avoid wrinkling. As automatic ventilation could not be maintained the user finished ventilation by using the built-in breathing bag as intended. It was not possible to determine the exact root cause, however, based on experiences, it was assumed that the upper diaphragm of the ventilator was not correctly assembled. The ventilator diaphragm is a detachable component and typically removed for cleaning and disinfection and reinstalled after reprocessing by the user. An incorrect assembly is widely prevented by the mechanical design of the housing, the diaphragm and the breathing system. Nevertheless an incorrect assembly can¿t be ruled out totally. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the unit displayed an alarm check ventilator assembly during case and started having leakage issues. No injury was reported. During investigation this case was found to be reportable, other than initially assumed.